Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with a new ar-6410 and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions to find the issues reported can be reproduced. The pump was turned on for 100 minutes without outflow/suction and lavage issues. No problem found. - the pump was powered on, and no error messages and no audible alarms were triggered. - a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. -pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. -functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. - visual evaluation noted some corrosion on the left door. -the original warranty seal was present and completed. - the review of complaint records for serial number (B)(6) shows that the device has no previous complaints. - the manufacturing date of the device is 2022-11. -no problem found. -refer to investigation photos. -complaint is not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/28/2023, it was reported by a sales representative via sems-06044215 that an ar-6480 dw arthroscopy fluid management device had an issue. The outflow on the pump wasn't working properly. The suction was very bad. It happened during a case, and there was no patient harm. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 10/2/2023, the sales representative provided the following information via email and phone: this occurred during a knee scope procedure on (B)(6) 2023. Arthrex tubing with an unknown part and lot number was used. The pump settings at the time of the event were not recorded. The complaint pump was used to complete the procedure. Extravasation did not occur. There was no adverse effect to the patient and no case delay.